Event description:
On (B)(6) 2011, the pt underwent surgery with the g3 long nail. On (B)(6) 2011, the pt felt pain. The surgeon confirmed by x-ray, that the nail was broken. The surgeon removed the g3 nail and the pt underwent the revision surgery with the g3 long nail on (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.